Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes the rubber stopper was damaged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea tube has topper damage issue.

Manufacturer narrative:
Investigation summary: bd received a sample and photo from the customer facility for investigation. The photo and sample were evaluated and the customer¿s indicated failure mode for damaged stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer's photo and sample, the customer¿s indicated failure mode for damaged stopper with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes the rubber stopper was damaged. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea. Tube has topper damage issue.